Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after puncturing the left upper arm vein, a guidewire was inserted without any particular resistance, and the short and long axes of the wire itself were confirmed to be in the target vein by ultrasound. A sheath dilator was inserted, and backflow from the sheath was confirmed when the dilator was removed, so a catheter was inserted. There was no particular resistance when the catheter was inserted, but there was some resistance about 10 cm remaining from the base. The catheter was inserted until it could no longer be advanced, but since no backflow was obtained, it was possible that it had advanced toward the branch or head, and it was gradually removed while checking for backflow. Backflow was observed about 10 cm removed, and it was confirmed that the tip was inside the vein. While calling for an x-ray, the angle of the arm was adjusted and the tip position was adjusted by inserting and removing it 10 to 15 cm several times. Just before the x-ray, the timing was achieved to advance smoothly, and backflow was obtained for all three triple lumens. The first x-ray showed that the tip had formed a loop. At this point, when they tried to remove it to adjust its position, they encountered resistance halfway through, so after checking with an x-ray, they tried to slowly remove it despite some resistance in places, but there was strong resistance when there were 10 cm left. As it was difficult to remove, they inserted it again, aiming for the 0 point, and x-rayed it. It was found that the loop remained, but the tip had become knotted. They decided to remove the stylet, and attempted to do so, but before they had pulled it back 5 cm, it became difficult to remove it any further, so they took another x-ray. It had become a small knot. It was decided that it would be difficult to proceed any further, and they consulted with another department for removal.